Manufacturer narrative:
(B)(6). As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the folfusor ruptured. The device was filled with unspecified amount of 5fu and unspecified amount of an unspecified glucose solution. The event occurred during. There was no patient involvement. No additional information is available.